Event description:
The first total reverse shoulder surgery was performed on (B)(6)2012. The ball on the implant did not fit in the rotator cup properly. There was a second surgery performed on (B)(6)2012. My shoulder started hurting in the beginning of 2016, so I had a follow-up appointment on (B)(6)2016. The pain in my left shoulder was getting worse. The shoulder has caused me to stop doing home inspections for my company and has stopped me from playing golf and maintaining my rental properties. I have limited mobility and severe pain in my shoulder. The implant is loose and one screw is broken. I had another surgery on (B)(6)2017 to replace the reverse shoulder implant and remove the broken screw. Bionet part number 115340 was recalled and mfg lot numbers. Question: why the lot numbers listed above were not recalled also. This part caused me to have 2 surgeries but the lot number have not been recalled and the part number has been recalled.

Event description:
Additional information received from the manufacturer on (B)(6) 2017 mw5071518. This is my second request to you regarding the zimmer biomet recall on the comprehensive reverse shoulder, I have never received a reply from you regarding my first request, I hope I will receive a reply after sending a second request. The FDA recalled all lots for part number 115340 see attached but my lot numbers were not included, your memo says all lots, but my lots were not on the list. I have had multiple surgeries to correct the problems with the reverse shoulder implant. Please look over the info I have supplied and please send me a reply .